Manufacturer narrative:
The device was returned for investigation. The device was visually inspected. The smiths label was intact, and the device is in good condition. The event log was not available. A functional test was performed, and the reported failure was replicated. The motor will be replaced. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms lec 1871 during testing. No patient injury was reported.